Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report a motor position encoder error alarm. The customer was assisted performing pump rewind and insulin gave a no delivery. The customer stated that she was unable to rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined the no delivery troubleshooting.